Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports four months after starting treatment developed gum disease, underwent periodontal scaling and root planning in (B)(6) 2024. The periodontist recommended to stop using the aligners. Currently, the patient is wearing both upper and lower retainers, but concerned the teeth will shift back to their original positions if wearing of retainers stops. Also noticeable loss of gum tissue between the teeth and leading to the development of several black triangles observed and very distressing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The wrong device information was inadvertently reported in the initial report. This report includes the corrected device information.